Event description:
The customer contact reported the concentration independently changed resulting in the pt receiving more medication than intended. The customer contact reported that it is believed this was, "probably staff error but can't prove it." The pump was programmed to deliver dilaudid 1mg/ml. No further programming parameters were provided. After an unspecified length of time, the nurse reviewed the pump diaplay history and noted that the drug concentration was programmed for 0.1 mg/ml instead of the intended 1 mg/ml. The customer contact reported that, "when the pt got too much med, the nurse thought she misprogrammed the pump." The nurse reprogrammed the pump with another nurse and, "it happened again." There were no reported adverse pt effects. No med interventions were required. Though requested, no additional information was provided.